Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump was empty on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.